Event description:
The customer reported that the fz will only go as high as 14.3. He said he wiggled the wires around on the panel meter connector and the potentiometer and it helped a little bit because it was originally only reading 13.8. No pt involvement.

Manufacturer narrative:
Carefusion will evaluate the alleged failed part if it is returned to the manufacturer.